Manufacturer narrative:
The field service engineer replaced a valve and adjusted the water level. A precision check was performed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 15.7 mg/dl and it repeated as 143 mg/dl. The glucose reagent lot number was 629487.

Manufacturer narrative:
The field service engineer determined that rinse station tubing was leaking an it was replaced. A valve was checked and replaced, then the analyzer was checked again. The investigation determined the service actions resolved the issue.